Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer required assistance consuming carbohydrates to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.